Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect of intimal dissection of the coronary artery is listed in the xience pro, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with mild calcification and 85% stenosis. The 3.5 x 15 mm xience pro stent was implanted and a proximal edge dissection was noted. A 2.5 x 28 mm xience pro stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.